Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2, they noticed minor amount of bleeding, simply slightly more than usual, as they were attempting to transect branches. No transfusions were needed. They began to suspect it was because the cautery was not working well, after ensuring a generator setting of 2.5-3.0 they continued mission. At this point in the case, the lower leg had been dissected/transected, and they were moving up the leg to finish the harvest. It was noted that the patient had fairly thick tissue, and as they pulled the cannula out for inspection they noticed a partially detached heating wire. It's uncertain when exactly the wire became detached, but nothing was left in the patient and the wire is still proximally attached to the hp2 bisector. A new kit was opened and used to finish the case successfully, a minor procedural delay of approximately 5 minutes occurred due to this troubleshooting. No patient injury. Per photo provided by the complainant, it is observed blood on the device and heater wire appears to be slightly lifted.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/20/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact. An investigation was conducted on 06/25/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw but remained attached at the tip of the hot jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. A lot history record review was completed for lots 3000481704, 3000480129, and 3000479501. The last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.